Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly tested blood glucose level on aviva combo with a reading of 5.3 mmol/l. Customer also tested on competitor's meter with a reading of 4.4 mmol/l. Customer reportedly experienced hypoglycemia and was sweating cold sweat and had seizures and was convulsing; symptoms do not match readings. Customer was treated by mother and father with glucagon and juice. Requested return of the alleged device for evaluation.